Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes additive were missing, and blood is coagulating. This event occurred 16000 times. The following information was provided by the initial reporter. The customer stated: "additive is missing from many of the tubes of this lot number (no powder visible in the tube and blood coagulating). Saw yesterday afternoon that blood is coagulating in these tubes. Upon further inspection, the trays of this lot number regularly contain tubes without the white powder at the bottom. Values after analysis are also lower than one is used to. Additional information from task: - "values after analysis are also lower than one is used to." - please clarify this statement. Was there erroneous results? In the absence of naf na2edta the glycolysis (by naf) and the coagulation (by edta) of the blood are not prevented. This can lead to erroneous results, especially for glucose."

Manufacturer narrative:
H.6. Investigation summary: bd received 99 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for clotting was observed; however additive abnormality is unable to be observed in the photos. Additionally, retention and returned samples were further evaluated. Retention sample testing: there were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure mode, insufficient additive/clotting, because the defect was not evident in the testing of the retained lot samples. Returned sample testing: there were no difficulties encountered during blood collection and all returned tubes appeared to exhibit proper fill. Bd was able to confirm the customer¿s indicated failure mode, clotting, because the defect was evident in the returned lot samples. Returned samples were visually inspected and 45 out of 93 tubes were found without additive. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the photos provided and results of the returned sample analysis. This complaint has been confirmed for additive abnormality based on testing and visual inspection of the returned samples. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes additive were missing, and blood is coagulating. This event occurred 16000 times. The following information was provided by the initial reporter. The customer stated: "additive is missing from many of the tubes of this lot number (no powder visible in the tube and blood coagulating). Saw yesterday afternoon that blood is coagulating in these tubes. Upon further inspection, the trays of this lot number regularly contain tubes without the white powder at the bottom. Values after analysis are also lower than one is used to. Additional information from task: - "values after analysis are also lower than one is used to." - please clarify this statement. Was there erroneous results? In the absence of naf na2edta the glycolysis (by naf) and the coagulation (by edta) of the blood are not prevented. This can lead to erroneous results, especially for glucose."

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes additive were missing, and blood is coagulating. This event occurred 16000 times.the following information was provided by the initial reporter. The customer stated:"additive is missing from many of the tubes of this lot number (no powder visible in the tube and blood coagulating).saw yesterday afternoon that blood is coagulating in these tubes. Upon further inspection, the trays of this lot number regularly contain tubes without the white powder at the bottom. Values after analysis are also lower than one is used to.additional information from task:"values after analysis are also lower than one is used to." Please clarify this statement. Was there erroneous results?in the absence of naf na2edta the glycolysis (by naf) and the coagulation (by edta) of the blood are not prevented. This can lead to erroneous results, especially for glucose."

Manufacturer narrative:
H.6. Investigation summary: material #: 368520; lot/batch #: 2067445. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed, however additive abnormality is unable to be observed in the photos additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting and additive abnormality was not observed. There were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure mode, insufficient additive/clotting, because the defect was not evident in the testing of the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. This complaint has not been confirmed for additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes additive were missing, and blood is coagulating. This event occurred 16000 times. The following information was provided by the initial reporter. The customer stated: "additive is missing from many of the tubes of this lot number (no powder visible in the tube and blood coagulating). Saw yesterday afternoon that blood is coagulating in these tubes. Upon further inspection, the trays of this lot number regularly contain tubes without the white powder at the bottom. Values after analysis are also lower than one is used to. Additional information from task: - "values after analysis are also lower than one is used to." - please clarify this statement. Was there erroneous results? In the absence of naf na2edta the glycolysis (by naf) and the coagulation (by edta) of the blood are not prevented. This can lead to erroneous results, especially for glucose."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-07.